Event description:
The patient's granddaughter contacted lifescan on 7/2 stating that "since november 1996 (they have been) getting suspicious readings on (the) meter." The surestep meter was last used on 6/27, when a blood glucose result of 152 mg/dl was obtained. The confirmation dot indicated a blood glucose level of 180 mg/dl. The reporter compared the patient's surestep meter with her own accucheck meter and "often got wide variations." She also stated that often she got the er1 message and felt the readings were inaccurately low, i.e. Er1 message, followed by a blood result of 124 mg/dl and 350 mg/dl on the accucheck meter. The patient's oral medication is not changed based upon meter results, rather, her diet is adjusted appropriately. The meter was compared to a lab test "a few months back" with results of 140 mg/dl on the surestep meter and 286 mg/dl for the lab result. The reporter felt that the meter did "cause problems in a way because her grandmother is on a very strict diet and she didn't know what to believe, she frequently got er1 message and felt the readings were inaccurate." The meter was discarded by the patient's granddaughter and will not be returned to lifescan for evaluation.